Event description:
It was reported that approximately 1 month post implantation of a left total talus component, the patient presented with wound dehiscence or the anterior left ankle, and was treated with a medihoney dressing and keflex antibiotic. This was noted to have resolved 1 year post implantation. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.